Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent a anterior cervical decompression and fusion surgery on the cervical region of her spine from c5- c6. Patient's post-operative period has been marked by chronic neck pain, radiating pain into both shoulders, migraines/headaches, swelling in the neck, difficulty swallowing, limited range of motion, and tingling from the neck down through the left arm. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with c5/6 pseudoarthrosis and underwent revision anterior cervical decompression with fusion in which rhbmp-2/acs was used.